Event description:
When a physician started to use the subject device for a total laparoscopic hysterectomy, the device emitted an abnormal squeal like sound. The abnormal sound was emitted until a error was displayed. The staff attempted to clear the error, continued using the device and then the ultrasonic probe broke. The broken piece of the probe was taken out. There was no pt harm reported.

Manufacturer narrative:
Olympus attempted to obtain additional info from the user facility, but the response was no. The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 13 mm from the distal end. There were a contact mark of the probe and jaw where the probe was broken off. The mfg history was reviewed, with no irregularities noted. Based on the analysis result above, since the device was grasping a hard tissue and activate out put while twisting the tissue, the probe and jaw came into contact and the abnormal sound emitted and sparks occurred between them. Since this went on, the probe got cracked and probe damage error was displayed. In addition, since the user facility continued to use the device without remedial action for the probe damage error, the probe broke off. The tb-0535pc instruction manual already states the remedial action for the error. Also, it already states the adequate use the following: warnings: do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips or other instruments (e.q., uterine manipulator). Do not apply only the probe to the tissue with a strong force, twist while grasping the tissue or, pull the probe up grasping the tissue. Otherwise, it may cause the probe to break prior to an error window or alarm tone being generated. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.